Event description:
It was reported a pericardial effusion occurred.A left atrial appendage closure (LAAC) procedure was being performed. A WATCHMAN FXD Curve Access System (WAS) and a 24mm WATCHMAN FLX Pro LAA Closure Device & Delivery System (WDS) were selected for use. The closure device was successfully implanted and the patient discharged same day. Over 24 hours later, the patient presented to the hospital emergency department with shortness of breath. A pericardial effusion was noted, and the physician performed a pericardiocentesis to treat the effusion, removing 400cc of fluid. The patient was stabilized and remained in the hospital for approximately five days before discharging home.